Manufacturer narrative:
The reported complaint was confirmed when constant "empty supply - start" messages were received for station #3. This failure was caused by a defective bubble sensor assembly. The unit passed delivery accuracy for the remaining stations (1,2 and 4). Delivery on station #3 could not be initiated due to the consistent alarm message.

Event description:
Overdelivery during compounding reported. The compounder was used to make a 400 ml container of ancef for 3 intermitttent pt doses with overfill for a keep open rate between drug delivery. The home health nurse reported two episodes where "approx 230ml was left in the container when there should have been just 77 ml" after 24 hours of delivery. The IV pump was ruled out as the cause when it tested accurately. The infusion service then suspected the compounder of overdelivering during the formulation. They tested the remaining five ancef mixtures that had been made for the customer. Four measured within specification, one bag was at +7%. The compounder had given several false "empty supply" alarms during use. There were no adverse effects to the pt other than "anxiety because he did not receive the full bag volume and was concerned that he missed an antibiotic dose." No add'l info is available.